Event description:
The patient spouse called into report that his wife had 2 v-go devices fall of her body twice this week. The first incident was on (B)(6) 2022. The patient spouse informed us that his wife only had the v-go on for only 4 hours before it fell off. The second incident occurred today (B)(6) 2022 and the v-go fell off after 5 hours. The patient discarded the v-go from (B)(6) 2022. The patient spouse did inform us that his wife did prepare the infusion site correctly by cleaning the area with an alcohol swab and letting the area dry. The patient places the v-go on her abdomen area. The devices are not available for return to the manufacturer for evaluation.